Manufacturer narrative:
This complaint was reported as a bent needle. Device evaluation conducted on the (B)(4) 2013 confirmed distal needle breakage. Cannot confirm if this distal tip needle breakage occurred due to product handling during the device evaluation or if this needle breakage occurred during the procedure. Adopting a conservative approach this needle breakage complaint has been deemed reportable. This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-19 device involving a distal needle breakage. The reporting precedence covers the entire product family. Therefore, all echo devices involving a distal needle breakage are reportable regardless of the outcome. The customers complaint issue was reported as follows: "dr (B)(6) was during ebus with fna using the echo-hd-22-ebus-p. He had passed the needle tip into mucous. When he proceed to advance the fna needle into the mass at station 11 location, the end of the needle about 1cm bent complete at almost a 90 degree angle. He was able to slowly pull the actually needle back into the sheath safely without causing any damage to pt or scope. Needle was removed intact". There were no echo-hd-22-ebus-p (echo) devices of lot # c740333 in stock at the time of the complaint investigation. The 1 x echo device of lot # c740333 was returned for evaluation. The device was returned in the original packaging and was open on receipt. This echo device was received with the needle fully retracted (handle at ref mark '0'). The stylet was extending from the outer handle approx 1 cm. It was not possible to advance the needle. The stylet could move freely through the device however it was not possible to advance the stylet through the last 1 cm of the sheath/needle indicating a possible issue with this last 1 cm (distal tip of needle). The distal tip of the sheath was examined under a microscope; slight damage noted. This damage may be attributed to the bent needle tip being retracted as provided for in the complaint description. To examine the distal end of the needle, the distal end of the sheath was cut and removed from the needle during the laboratory evaluation. It was noted at this point that the distal tip of the needle was missing. The distal end of the sheath was examined under a microscope and the distal tip of the needle was confirmed to be embedded in the sheath. It is possible the force applied to the device cutting and pulling the sheath off the needle during the laboratory evaluation contributed to the needle breakage. It is also possible this needle breakage occurred during use of the device when the user retracted the bent needle. The complaint info indicates the needle was intact upon removal from the pt however it was determined that needle breakage during retraction of the needle was still a probable scenario as the user may not have been aware of the breakage. The most probable cause of this distal tip needle breakage can be attributed to the bending of the distal tip. From the info provided a cause for the needle tip becoming bent and subsequently broken may be attributed to individual pt anatomy if the area being sampled was a particularly hard mass or lesion. The complaint info provided confirmed the mass being sampled was located at 'station 11'; this location is noted to be a difficult target area to reach. As the conditions of device usage cannot be replicated during the device evaluation it is not possible to conclusively state the root cause of this complaint. The complaint info received confirmed no part of the needle remained in the pt. All parts of the needle were accounted for during the device evaluation. No adverse effects to the pt were reported as a result of this occurrence. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the relevant manufacturing records did not reveal a discrepancy which could have contributed to this distal tip needle breakage/bend. No corrective action is warranted at this time. No part of the needle remains in the pt. No adverse effects to the pt were reported as a result of this occurrence. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. The overall risk associated with this incident has been assessed and determined to be low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk. A health risk assessment specific to needle breakage across the ebus' product family has been generated and has been determined to be low risk. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Doctor was during ebus with fna using the echo-hd-22-ebus-p. He had passed the needle tip into mucous. When he proceed to advance the fna needle into the mass at station 11 location, the end of the needle about 1cm bent complete at almost a 90 degree angle. He was able to slowly pull the needle back into the sheath safely without casing any damage to pt or scope. Needle was removed intact. Distal needle tip confirmed broken during the device evaluation. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.